Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: (B)(6). It was reported that while using the device during oral surgery a patient mouth was burned. It was reported that there was discoloration of blackish dots around the patient's mouth seen after the surgery. It is possible the burn occurred due to the high heat from the device.

Manufacturer narrative:
Investigation: no product at hand. Batch history review: the device history records have been checked and found to be according to the specification, valid at the time of production. No further complaints registered against the same lot number. Conclusion and root cause: the failure is most probably usage related. Rationale: due to the fact that we did not receive the handpiece, a clear conclusion can not be drawn. Possible factors which could promote an overheating arc: overload situation, blunt tools, wear and tear (a maintenance must take place at least once per year according to our IFU), on the basis of the current investigation/information, we exclude a product related failure. No CAPA is necessary.